Manufacturer narrative:
The analysis results confirmed that the device was returned with the distal tip of the blade broken but present. The identified blade damage may have occurred from external contact during pre-operation or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process.

Event description:
It was reported that during a laparoscopic choley procedure, the generator made a strange noise when the blade was activated and when the device was removed, the active blade had broken off. The tip of the blade was retrieved and diathermy was used to complete the surgery. There was no adverse consequence to the pt.